Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous left anterior descending (lad) coronary artery. A jailed balloon technique was being used and a non-abbott balloon dilatation catheter (bdc) was positioned at the inferior septal artery. The 3.50x23 mm xience sierra stent attempted to cross the lesion at the mid lad but failed due to the anatomy. When the bdc and the xience sierra were pulled back, the stent dislodged due to interaction with the proximal section of the non-abbott balloon. The stent was able to be removed with the bdc. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as they were based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.